Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was discarded.

Manufacturer narrative:
Exact date unknown, event occurred in the past year based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7070148/7070838/7070841/7070948/7073980. Product family: scs-linear leads; upn: m365sc2366700; model: sc-2366-70; serial: (B)(4); batch: 5142038/7070527.